Manufacturer narrative:
One bivona tube was returned for the evaluation of the reported issue of the pilot balloon falling off. The device was received with the pilot balloon detached. Upon closer inspection, the inflation was completely pulled out from the pilot balloon. The inflation line showed evidence of it being fully inserted/bonded within the pilot balloon, which is normal. While slightly stretching the inflation line there was evidence of the stressed areas which likely occurred by excessively pulling / trapping the pilot balloon when it was in use. The investigation did not reveal any intrinsic manufacturing defects with the returned devices. No adverse trends have been identified related to this issue. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
It was reported that while a customer was preparing a child for bath and noticed the balloon cuff from the smiths medical trache had came off. Emergency trach change done with no further incidents. Patient stable.

Manufacturer narrative:
Corrected data: type of reportable event updated to reflect serious injury.